Manufacturer narrative:
(B)(4). Eval, results: other (based on the info provided no root cause can be determined). Cerebrovascular accident. Conclusion: no conclusion can be drawn at this time (based on the info provided no root cause can be determined).

Event description:
Pt was hospitalized for a myocardial infarction. On the same day an endeavor sprint rapid exchange drug-eluting stent diameter 2.75mm length 24mm was successfully implanted in the proximal circumflex artery during index procedure. Approximately 5 days post stent implant the pt suffered a cerebral infarction. Pt was treated with medication and status was reported to have improved approximately 6 weeks later. No additional sequelae were reported.